Manufacturer narrative:
H6: imdrf device code a04 captures the reportable event of band was fractured.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat varicosity and esophageal variceal bleeding performed on (B)(6) 2024. During the procedure, the band was fractured. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat varicosity and esophageal variceal bleeding performed on (B)(6) 2024. During the procedure, the band was fractured. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 1, 2024: the speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of band was fractured. Block h2 (additional information): block b5 has been updated based on the additional information received on april 1, 2024.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of band was fractured. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the handle was returned, and it was in good condition. The ligator housing was not returned. No problems with the device were noted. The reported event of bands damaged/defective cannot be confirmed since the ligator housing was not returned for analysis. Upon analysis of the returned component, the handle was in good condition. Based on the event description and information provided by the customer, and since the ligator housing was not returned, there is not enough evidence to determine whether the band was fractured due to the physician's technique during the procedural, due to the anatomical conditions or was related to a device malfunction. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat varicosity and esophageal variceal bleeding performed on (B)(6) 2024. During the procedure, the band was fractured. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 1, 2024: the speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure.